Event description:
It was reported that the pt was sweating and fell unconscious, requiring treatment with glucose tablets and soda.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. There was no allegation of a pump malfunction, and the reporter contacted animas to review the pump for potential issues. No conclusions can be made at this time.